Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. The patient described the area as blistering rash on his back, as well as indentations and irritation from the clasp sitting on the incision site. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed hydrocortisone cream for the skin irritation. Follow up indicated that the skin irritation improved.